Manufacturer narrative:
Insulin pump failed on seating test and insulin flow blocked alarm during force sensor test, problem isolated to the force sensor. Unable to perform the displacement test, rewind test, basic occlusion test and occlusion test due to insulin flow blocked alarm. Insulin pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had driven anomaly. Blood glucose was unknown. Customer reported problems with motor in reservoir compartment. The insulin pump will be returned for analysis.